Event description:
It was reported the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. Unable to confirm excessive no delivery alarm due to prime anomaly. The insulin pump received with broken reservoir tube lip, broken battery tube thread, missing reservoir tube lip o-ring, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, and end cap broken off noted.